Event description:
It was indicated that on an unk date the device was removed due to "prior infection from erosion into rectum". Additional info was requested, but not provided.

Manufacturer narrative:
Catalog #72404155, serial #(B)(4). Should additional info become available, it will be re-evaluated and a f/u report will be sent.